Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system for bilateral leg pain including an ipg on (B)(6) 2007. It was initially reported that the pt's ipg was turning on and off without prompting. An appointment was scheduled for further interrogation; however, the alleged issue could not be replicated, and no impedance issues were observed. Reprogramming was performed, and no further issues were reported at that time. F/u on the pt found that the alleged problem persists. In addition, she was experiencing pain at the ipg site. The reported discomfort was said to be present regardless of the stimulator's function. Surgical intervention was undertaken to rectify this matter. Although no visible anomalies were observed with the pt's scs system, the physician decided to replace the ipg with a different model. No further complications were reported.